Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the balloon of the device ruptured during testing. This issue occurred during testing prior to patient use. No report of a patient injury or a delay in treatment to the patient.